Event description:
Additional information reported event resolved.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift¿ with lidocaine and juvéderm® volbella¿ with lidocaine in the undereye. 3 days later, patient experienced lumps. 4 days later, patient was injected with juvéderm® volift¿ with lidocaine in the undereye. 8 days later, patient felt some bumps undereye and patient advised to massage it. Patient has botox injections 8 days and 12 days later. Approximately 3 months later, patient continued to have swelling and pain. Patient was prescribed zithromax 500mg for 3 days. Approximately 2 months later, office confirmed patient has late onset granuloma. Biopsy was not performed. 20 days later, patient was prescribed zithromax for 3 days and aerius tab for 10 days. 2 days later patient was prescribed predlone for a total of 9 days. 5 days later, skin tes performed with result noting negative. Patient was treated with 1cc hyaluronidase injected undereye and zygomatic and applied topilase. 4 days later, patient was treated with another 1.2cc hyaluronidase. 3 days later, ultrasound performed and result was not provided. 4 days later, laser drainage performed with first session on rf 1 handpiece for 3 minutes each side. Symptoms ongoing. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00433 (abbvie complaint#: (B)(4), MDR ID#: 3005113652-2023-00434 (abbvie complaint#: (B)(4). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f15. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of drainage is considered an unexpected adverse drug experience.